Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). One complaint was received during this report period. One showed no evidence of any device-related fault (B)(4). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunctioned event which is associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. Patient information was not confirmed for this event.